Event description:
New information received states that the lead was repositioned on (B)(6) 2021 and a new lead was implanted.

Manufacturer narrative:
B5.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that lead migration issue was confirmed via x-ray. Patient denies any traumas or falls. Programming changes were attempted however was unsuccessful. Lead was explanted and a new lead was implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.